Event description:
Right thoracotomy with excision of right paravertebral tumor. Small amount surgicel used in 3rd interspace to assist in hemostasis. The tumor was adherent to right vertebra and right rib at approximately the t4 level and was subpleural. Postop pt received continuous epidural analgesia. They developed increasing weakness and MRI showed epidural compression posterior to spinal cord at t4 level. They underwent t4 and inferior t3 laminectomy and evacuation of epidural hematoma 2 das later. Discharged to rehabiliatation center. Motor function of lower extremities did not return. Some deep sensation and proprioception intermittently present. Surgicel may have contributed to the outcome.